Event description:
It was reported that during a lar procedure, on the second firing, the proximal side were b-formed, the distal side did not form a proper b-shape. The case was completed using suture. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.